Event description:
Plaintiff was employed as a respiratory therapist who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering the following symptoms: dermatitis of the hands, on-going rashes, eyelid swelling, lip swelling, nasal congestion, throat constriction, shortness of breath, and dysphagia. Plaintiff alleges developing a latex allergy.